Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2019; 977c165, lead; 97712, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedances noted on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.